Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is gz00406. The reported lot number matches the lot number for the returned original packaging box and for the returned sample. Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the pre-dilator and two 8fr dilators; no blood was noted within any components and no abnormalities were noted to the returned components. Upon return, the 8fr saf (super arrow-flex) sheath was noted on the iabc bladder membrane, and the bladder was noted bunched up near the iabc distal tip. The distal end of the sheath was approximately 0.5cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. Kinks were noted to the central lumen at approximately 19.3cm and 20.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the iabc helium pathway. Unrelated to the reported complaint, the returned iabc bladder was noted withdrawn through the sheath. This indicates the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0069in and was within specification of internal manufacturing process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to internal manufacturing quality system document. The one-way valve was connected to the iabc short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the sheath was moved from the iabc bladder and towards the bifurcate. Upon removal, no damage was noted to the iabc bladder. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc and sheath assembly were inserted into the t-tube and the t-tube was pressurized to 200mmhg. No leaks were detected from the sheath. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 19.6cm, 20.6cm, and 70.2cm from the iabc distal tip, which are mostly the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 15.3cm, 64.5cm, and 65.5cm from the iabc luer, which are mostly the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. The reported complaint for the "sheath was leaking" is not confirmed. A device history record review was performed, and no relevant findings were identified. The root cause of the complaint is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the introducer sheath was leaking. As a result, a new iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the introducer sheath was leaking. As a result, a new iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the introducer sheath was leaking. As a result, a new iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). The product was not returned for investigation. The reported complaint that the "sheath was leaking" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.